Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set detached from the chamber. The following information was provided by the initial reporter: it was reported to us today, that when using product # ms3500-15 the tubing detached from the chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-mar-2023. H6: investigation summary: one sample of material number ms3500-15 was submitted for quality investigation. The issue of "tubing detached from the chamber" could be verified. Evaluation of the extension set shows that the extension set tube separated from the drip chamber. Further visual inspection shows a lack of solvent on the tubing. The material and drip chamber issue is part of a funded project and has a team working to mitigate the issue. A device history record review for model # ms3500-15 and lot # 22089441 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set detached from the chamber. The following information was provided by the initial reporter: it was reported to us today, that when using product # ms3500-15 the tubing detached from the chamber.